Event description:
It was reported that a malfunction occurred on the pump, but the serial number was not initially confirmed as the caller was not with the pump. The impact on the customer¿s blood glucose level was unknown or not disclosed. Technical support confirmed the pump's serial number and assisted the caller with resetting the pump after the malfunction code was identified. The issue did not recur after the reset, and the customer was advised that they could continue using the pump and to call back if any malfunction code recurred.